Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: japan. When opening the package, the leakage from the ampule was already caused, therefore the product was not able to use.

Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4). There are no units in stock in b. Braun surgical's warehouse. We have received an open pouch with an unopened ampoule with leakage signs. The ampoule has been optically evaluated and a crack at the base of the neck of the ampoule that corresponds to the injection point. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the sample received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the sample received. We have opened a corrective and preventive action (B)(4) in order to determine the root cause of this defect and actions.